Event description:
It was reported that there was no tactile and auditory feedback during operating the ratchet prior to the patient and the clip could not be uploaded properly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. Another attempt was made and the next clip was able to properly load. The clip was then successfully attached to over-stressed surgical tubing. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. It could not be determined what prevented the first clip from loading properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, it was found that one of the remaining clips was unable to load properly. No damages were found to the device. The clip that properly loaded was able to successfully attach to over-stressed surgical tubing. It could not be determined what prevented one of the clips from properly loading into the jaws of the device. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800267 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was no tactile and auditory feedback during operating the ratchet prior to the patient and the clip could not be uploaded properly.